Event description:
It was reported that the 9800 system would not x-ray and had no image on the left monitor. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The igbt was replaced and the high voltage connector was re-greased during the service call. The system was tested and found to be working as intended, and put back into service.